Event description:
The customer reported 10 mls of blue fluid leaked underneath the coulter lh 500 hematology analyzer while performing samples. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse found and replaced worn/torn tubing at pinch valve (pv42) to resolve the leak issue. The fse also found and replaced a defective solenoid (lv5) and tubing through pinch valves (pv43, pv44, pv45, and pv46) as a preventive measure. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).